Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment. Inspection of the equipment noted a piece of lint on the microswitch. The lint was removed and the actuator arm was cleaned, resolving the reported complaint.

Event description:
The hospital reported that, during the preoperative checkout, when the bag to vent switch was toggled to the vent mode, the ventilator would not start. There was no report of patient involvement.